Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 3889-28, lot# va0hh5u, implanted: (B)(6) 2014, product type: lead (B)(4).

Event description:
It was reported that patient had a loss of therapeutic effect. The patient needed to reset it because she was not feeling it. The patient was thinking it was not working. The patient indicated that she knew the stimulation was on but she was not feeling it. The patient started wetting herself again like she did not have any control over her bladder again; it just started on the morning of this call. The patient stimulation was on and she was on program 2 at 3.9v. The patient increased stim to 4.5v and felt a little bit of stimulation. It was later reported on (B)(6) 2014 that patient received assistance from their manufacturer representative and healthcare provider and his concerns were resolved .information received later indicated that patient was still having concerns regarding their device or therapy but was working with the healthcare provider. The patient outcome was reported was unclear. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.